Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached and revealed that the sr component was fractured. If the pc400 is retracted against resistance, the sr component may fracture resulting in the embolization coil becoming detached. Further evaluation revealed that the pet lock was separated, and the pusher assembly was kinked. This damage was incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the supraclinoid internal carotid artery (ica) using penumbra coil 400s, a px slim delivery microcatheter (px slim), a neuron 6f 070 delivery catheter (neuron 070), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician successfully implanted two pc400s into the target location using the px slim. While advancing the next pc400 through the px slim, the physician experienced resistance and noticed that the pc400 had unintentionally detached when the coil was partially within the px slim and partially within the vessel. Therefore, the physician used a stent retriever to assist with the removal of the pc400. The procedure was completed using a new pc400, the same px slim, the same neuron 070, and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.